Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat a preoperatively ruptured abdominal aortic aneurysm (aaa). This initial procedure is considered a cautionary product use (off-label) due to the use of the product in a patient with a preoperatively ruptured abdominal aortic aneurysm. It was reported that the post implant angiogram revealed a slight type 1a endoleak. The physician elected to implant a 23x33 mm (non-endologix) gore aortic cuff to resolve the endoleak; however, the patient expired two (2) hours post operatively due to a myocardial infarction.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remained implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the index procedure rupture, the resolved intraoperative type ia endoleak and death complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation shows the most likely causation for this event was anatomy related. The patient death was determined to be unrelated to the device. Procedure related harms, device, user, or procedure relatedness of this complaint could not be determined. Additionally, the clinical evaluation also shows that the patient had a delay in treatment due to a snow storm, patient was not able to be transferred until the morning on (B)(6) 2022 which likely contributed to the death. The patient's aortic rupture was prior to the index procedure, causing hemorrhagic shock and renal failure. The operative note stated the death appeared cardiac origin. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 4315.